Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for low blood glucose. Customer¿s blood glucose at the time of incident was 35 mg/dl and patient's current blood glucose: 122 mg/dl and she treated with glucose tablets. Customer has been experiencing low blood glucose for a few months. Customer didn't want to continue with low blood glucose troubleshoot. Customer doesn't feel comfortable using insulin pump .the insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.